Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 12mm x 2.00mm apex monorail balloon was advanced to the target lesion. The apex was inflated to 6atms and ruptured upon the 1st inflation. The device was removed intact. Another manufacturers balloon dilatation catheter was used, a 1.5mm x 8mm apex push balloon catheter, and a 3.0mm x 12mm apex balloon catheter. A veriflex bare-metal stent attempted to cross the lesion but was unable. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).